Event description:
The reporter stated the surgeon inserted and removed a 13.7mm micl13.7 implantable collamer lens during the same surgery due to the lens was too big (excessive vault) for the patient's eye. There was no patient injury, no incision enlargement or sutures. The lens was exchanged for a shorter lens and the problem was resolved. The patient is doing well. The surgeon felt the event was due to a sizing issue.

Manufacturer narrative:
Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Per medical review - accurate determination of anterior segment dimensions is key to the safety of implanted icls. There is no information as to how lens size was determined for this patient. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).